Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent dexcom g6 signal loss to the ilet, which resulted in hyperglycemia with a peak blood glucose of 367 mg/dl for a little over one hour; infusion set and pump supplies were functioning, and troubleshooting and education were completed with glucose trending down during the call. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy beyond allowing the pump to dose. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the event correlated with cgm communication loss while the infusion set and pump were in good working order, and the user was advised to contact dexcom regarding sensor replacement. It was concluded that cgm signal loss contributed to transient hyperglycemia, with resolution as connectivity and dosing were restored.